Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 553 mg/dl. The customer reported that she may be going to diabetes ketoacidosis due to not getting insulin and site issue. The customer declined to troubleshoot for high blood glucose. The insulin pump not returned for analysis.